Event description:
It was reported that during an aortic valve replacement procedure, the catheter could not be inserted through the introducer. After multiple attempts without success, the dr decided to complete the case without the use of the vent catheter. The case was completed successfully with no adverse pt consequence as a result.

Manufacturer narrative:
The return of the product upon which this medwatch is based is anticipated. Further info received or derived from the evaluation will be provided with a supplemental 3500a form.